Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.2., d.4., d6a., d6b., g.4., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: device photograph(s) for the device related to the reported event of rupture, was reviewed on feb 09, 2022. Visual analysis of the photographs identified; device patch with lot number 2663551 and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.